Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip, a cracked reservoir tube window through the reservoir tube and cracked battery tube threads. No moisture damage was noted inside of the insulin pump.

Event description:
It was reported that the insulin pump alarmed button error and now it's locked up. The blood glucose reading is 112 mg/dl. Customer unsure if the insulin pump was exposed to moisture. Customer stated that zero kept flashing. When a button was pressed, the insulin pump alarmed button error. The insulin pump will be replaced. Nothing further reported.